Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges as a result of the implantation with the asr hip implants patient suffered pain and suffering, disability, physical impairment, disfigurement, excessive levels of chromium and cobalt and the loss of the capacity for the enjoyment of life. Patient is bilateral. Update: 04/13/2017 please transfer (B)(4). Update apr 13, 2017. Litigation received. Added stem/sleeve in the product information for the alleged excessive levels of chromium and cobalt. There is no revision information provided. This complaint was updated on may 2, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records and sticker sheet received. After review of medical records for MDR reportability, patient was revised to address metallosis. Revision notes reported of metal versus debris present and trunnionosis.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical record received. After review of medical records for MDR reportability, the patient was revised due to loosening of right total hip arthroplasty. The patient experienced pain, elevated cobalt and chromium levels. Revision note reported there was some metal versus debris present, noted to have trunnionosis, femoral implant found grossly boost and unstable,had bone growth that impeded removal of stem, a pseudomembranes and some fibrous tissue were removed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.